Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black cover (shaft) peeled back. It did not break off into the patient. A new device was opened to complete the case. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 03/02/2022. An investigation was conducted on 08/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be intact, with no visible defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no peeling observed. The midpoint of the black shaft was observed to be peeled, with no detachment observed. Based on the returned condition of the device, the reported failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25161168 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17387-a notification was received from xpo that 1 out of 500 units was found damaged during the inbound inspection for material # vh-4000 batch # 25161168. Xpo ncmr ref#: 11222021-cs/cv-01. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.